Event description:
Alleged patient revised due to periprosthetic fracture of the femur and hip pain: break; failed total hip arthroplasty; hypertension; benign prostatic hypertrophy:- left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.